Event description:
Analysis was completed for the returned lead. The reported lead fracture was confirmed. The reported fluid leaks were not verified. The lead assembly body including the electrodes was not returned for analysis, and a complete evaluation could not be performed on the entire lead product. The end of the marked connector pin coil appeared to be broken approximately 85 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having evidence of being worn to the point of fracture with flat spots on the coil surface and no pitting. The unmarked connector pin coil appeared to be broken approximately 59 mm from the end of the connector boot. Scanning electron microscopy was performed and identified the area as having extensive pitting. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of the metal pitting. With the exception of the observed discontinuities, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The set screw marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and no other discontinuities were identified. Analysis was completed for the returned generator. The reported low battery was not confirmed. During the analysis, there was no indication that an end of service condition existed. The device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the output signal and demonstrated that the device provided the expected level of current for the entire monitoring period. The generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Clinic notes were received for a replacement referral providing that the patient was experiencing an increase in seizures and seizure intensity and the battery was almost dead. Full revision surgery occurred, but prior to replacement system diagnostics showed high impedance. After the lead was explanted, the company representative stated it was clearly "stripped" to the point you could see the metal components. The company representative stated there was no known trauma and was not expected. The devices were reported to have been discarded by the explant facility. Additional relevant information has not been received to-date.

Event description:
Later follow-up reported the devices were available for return. The devices have not been received by the manufacturer to-date.

Event description:
The devices were received by the manufacturer where analysis is underway, but has not been completed to-date.